Event description:
It was reported that during a surgery for a proximal third femur fracture on (B)(6) 2014 the surgeon inserted guide wires per the technique for later insertion of recon screws used with the lateral entry femoral nail ex and while inserting the wires, it was noticed that the guide wires hit the nail and deflected anteriorly. The surgeon redirected the wires and eventually was successful in getting the wires through the nail and into an acceptable place into the femoral head. When insertion the recon screws the c-arm helped to confirm that the screws followed the correct track into the head and through the lateral entry femoral nail ex. The surgery was completed successfully; there was a twenty minute delay in the procedure. Intraoperative fluoroscopy confirmed that the screws are in place and a revision surgery is not needed. The patient status was reported as fine. This is report 10 of 10 for (B)(4).

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product development evaluation was completed: one percutaneous insertion handle (part number 03.010.046), one cannulated connecting screw, with internal thread, for percutaneous insertion handle (part number 03.010.146), one recon locking aiming arm, for lateral entry femoral recon nails-ex (part number 03.010.048), two 11.5mm/8.5mm protection sleeves for recon locking (part number 03.010.075), and two 8.5mm/3.2mm wire guides, for recon locking (part number 03.010.076), were received. The titanium cannulated lateral entry femoral recon nails-ex, sterile (part number 04.003.360s), and the two 3.2mm guide wires, 400mm (part number 357.399), were not received. The returned insertion handle, lot # 3826805, was manufactured september, 2011. It was received showing wear marks. The returned connecting screw, lot # u131782, was manufactured april, 2011. It was received with surface scratches and with wear to the hex drive. The returned recon locking aiming arm, lot # 5786344, was manufactured may, 2008. It was received intact with scratches and small nicks. The two returned protection sleeves, lot # 066894, were manufactured february, 2008. They were both received with wear marks along the length of the device. The two returned wire guides, lot # 067979, were manufactured april, 2008. They were both received with wear marks along the length of their device body and both worn down at their locking ridge. The balance of each received device was in good condition. The wear and scratches seen on the returned parts is consistent with the expected wear from use. The two 3.2mm guide wires were not returned and no lot number was provided. The lateral entry femoral recon nail, lot # 7329342, was manufactured march, 2013 and was not returned as it remains implanted in the patient. To replicate the complaint condition, a lateral entry femoral recon nail (part # 04.003.365, lot # 4813587) was used with the returned devices. The construct was assembled and at no time did the construct fail to properly align. Thus, the complaint condition is unconfirmed. It is reported that the device was successfully implanted after some difficulty providing evidence to functionality of the assembly. The technique guide recommends that one ¿check guide wire placement radiographically in both ap and lateral views¿ as an important step to ensure alignment. It also reads ¿do not exert forces on the aiming arm, protection sleeve, drill sleeves and drill bits. These forces may prevent accurate targeting through the proximal locking holes and damage the drill bits.¿ if these recommendations were not followed there would be the potential to cause to the complaint condition. All the relevant drawings were reviewed. The current designs of all of the returned devices were found to be sufficient for their intended use. The design history also did not have any impact on the complaint condition. Thus, this complaint condition was not the result of a design deficiency. In conclusion, the complaint condition of misalignment is unconfirmed. The complaint condition was not the result of a design deficiency and was likely due to the method of use. The current design revisions are sufficient for their intended use. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Additional date of manufacture: 5/22/2008. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was completed: precision edge surgical products manufactured the 8.5mm/3.2mm wire guide. The supplier¿s certificate of compliance indicates the parts were manufactured to and met the required specifications. The lot was inspected and conformed to the synthes, incoming final inspection sheet. No mrrs or ncrs were generated for these lots. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.